Event description:
Device initially implanted 6/7/93 for chemotherapy. Post-op x-ray at the time showed device was in the correct position. Device later became difficult to access. X-ray on 9/13/93 revealed the catheter leading from the device was broken. Radiologist attempted removal but was unable to retrieve it. The pt developed hemoptysis. A thoracic surgeon was consulted who was able to remove only three inches of the catheter. The remaining three inches of the catheter is lodged in a branch of the pulmonary artery, left lower lobe of lung. No side effects have been observed at this time, but future possible side effects are unknown.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: none or unknown. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.